Event description:
Patient called lfs and alleged that the meter was prompting a clean test area message. The patient stated that they contacted their medical professional for advice. Phone advice was the only hcp contact and treatment reported. No injury or harm alleged. The issue with the meter was not resolved. Based on the information provided, there is evidence of meter malfunction; however, there is no evidence of the meter contributing to a serious injury. A new meter is being sent to the patient.